Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high thresholds. A replacement lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.